Event description:
It was reported that on (B)(6) 2014, a 22 gauge bd insyte autoguard IV catheter was placed in a patient's hand. On (B)(6) 2014 at 11:00 am, the patient went to the restroom and found that part of the IV catheter was broken and that it had adhered to some gauze. The other portion of the IV catheter remained in the patient's vein. At 2:00 pm, the patient was evaluated by a physician and the broken retained IV catheter was surgically removed.

Manufacturer narrative:
A sample is available for evaluation. It was reported that two potential lot numbers, 4139788 and 4157941, were involved with this incident. Upon completion of the investigation, a supplemental report will be filed.